Manufacturer narrative:
(B)(4).

Event description:
A product was returned and evaluated; however it was not the complaint device. An external visual inspection was performed and passed. Charge and boot test was performed and passed. Functional testing was performed and passed. A review of the share logs was performed and an early sensor expiration was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.